Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection found the device to be in poor condition; the top case was chipped and cracked, bottom case was cracked, and the left and right plunger cases were damaged. A review of the device event history log found that a check clutch/plunger lever error had occurred. During flow testing, the reported error was able to be duplicated. Further examination of the device found that the left plunger case was broken and the clutch lever was unable to retract fully. Investigation determined that the root cause of the check clutch alarm was due to physical damage to the device. The device right and left plunger cases were replaced. Additionally, as a preventative measure, the clutch halves were replaced with leadscrew and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion pump encountered a check clutch error and was sent back to the manufacturer for repair. No adverse health outcomes were reported by the user facility.